Manufacturer narrative:
It was reported that a patient had elevated ion levels. As of today, additional information has been requested for this complaint but has not become available. All of devices involved were used in treatment. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Currently, only laboratory values have been provided. The metal ion levels are high and in a remarkably short span of time. It cannot be determined if the sole source of the ions is the bhr prosthesis or if there are other sources contributing to the high values. No revision has been performed. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. All the released devices involved met manufacturing specifications at the time of production. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Patient reports that since bhr devices were implanted in (B)(6) 2016 tests show increasing metal ion levels and that it has been recommended that the devices be revised.